Manufacturer narrative:
It was reported that there were no internal pressures and the auxiliary pressure (paux) was wrong. The display showed 70 mmhg for paux, without the necessary external sensor to measure it connected to the cardiohelp. The failures occurred during treatment. The cardiohelp was exchanged during treatment. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. As described in support case ID: (B)(4), the failure "no internal pressures" could not be replicated. The failure "wrong auxiliary pressure" could initially be replicated. However after several testing the issue was resolved. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were inspected by the support team on 2023-02-24 and it did not show any malfunction of the cardiohelp. The failure "wrong auxiliary pressure" was assessed by getinge life cycle engineering on 2023-03-07. Based on the provided information and pictures the most probable root cause of the described issues was determined as the signal inputs on the socket were temporally contaminated through cleaning agents, disinfectants or priming liquid, which dried off during testing. Such liquids can take weeks to dry off. Furthermore a similar issue was already investigated by getinge life cycle engineering on 2022-10-25, which came also to this most probable root cause. For the failure "wrong auxiliary pressure" a service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Furthermore, according to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Additionally in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. For the failure "no internal pressures" an exact root cause cannot be defined due to lack of information as the disposable (hls set) has been discarded by the customer and is not available for investigation by getinge and the failure could not be replicated during inspection. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up) defibrillator system, laser scalpel, rf system, connection of non-compatible senor, response time is too long, positive or negative pressure beyond specification (release of tubes), too high / low atmospheric pressure. For the failure "no internal pressures" the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) states that the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-03-06 for the period of 2015-05-19 to 2023-02-17. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-05-19. Based on the results the reported failure "no internal pressures" could not be confirmed and the "wrong auxiliary pressure" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there were no internal pressures and the auxiliary pressure (paux) was wrong. The display showed 70 mmhg for paux, without the necessary external sensor to measure it connected to the cardiohelp. The failures occurred during treatment. The cardiohelp was exchanged during treatment. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in portugal during treatment. It was reported that the pressures from the disposable were not displayed, only the auxiliary pressure was showing 70 mmhg, without the necessary external sensor connected to the cardiohelp. No harm to any person has been reported. Complaint ID: (B)(4).